Manufacturer narrative:
The device was evaluated by olympus. The evaluation found, that the allegation was confirmed, due to a worn-out socket slider switch causing intermittent failure of the high intensity mode. An additional issue with a non-olympus lamp reading below 50 hours was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the scope detection on the evis exera iii xenon light source did not work. There was intermittent contact with the scope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, intermittent contact with the scope occurred due to worn out scope socket slider switch causing intermittent failure of the high intensity mode. The cause of the worn out scope socket slider could not be identified. Olympus will continue to monitor field performance for this device.